Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient had an infection that progressed to a septic state which contributed to the cerebral hemorrhage the patient experienced. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found to have left-sided weakness and a facial droop. A head computerized tomography (CT) scan revealed a hemorrhagic stroke on the right frontal lobe. The stroke was suspected to be secondary to mrsa bacteremia which became septic that the patient had previously developed. The patient's anticoagulation was held; however, a repeat CT scan revealed that the bleeding had worsened, with a midline shift of 14mm. The patient was made "do not resuscitate" (dnr) according to the family's wishes. The patient went into ventricular tachycardia (vt) and became hypotensive after some time. The patient subsequently expired.